Manufacturer narrative:
Patient code: (B)(4) secondary surgical intervention, lens explanted and exchanged for shorter len- work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -12.5 diopter, in the patient's eye on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting and was exchanged for a shorter lens. The lens was discarded. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
The lens was explanted on (B)(6) 2018 due to excessive vaulting and blurred vision. The lens was exchanged for a shorter lens and the problem was resolved. Patient's post-op status of the eye appears normal, good outcome and patient is pleased. (B)(4).